Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not able to be interrogated wirelessly. The device was reprogrammed successfully. The patient was stable and will continue to be monitored.